Event description:
Patient had artificial sphincter placed in outside facility. Over the last year patient complained of increasing urinary incontinence despite having the sphincter in place. Outpatient cystoscopy revealed erosion of the artificial sphincter. Residual urine was 400 to 800 ml. The patient was taken to surgery for removal of the artificial urinary sphincter system.